Event description:
The hospital reported that patient's bronchial lavage samples (bal) cultured positive for stenotrophomonas maltophilia and that positive culture results were obtained from an olympus bronchoscope.